Event description:
It was reported that during the cryoablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Additionally, it was noted that "the balloon was burst in the patient." The physician removed the balloon catheter. The procedure outcome is unknown at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files confirmed that the system notice (#50006) received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled was for the date of the case. Upon visual inspection of the balloon catheter 2af281 / 96396-02, results showed the device was intact with no apparent issues. Smart chip verification indicated that the catheter was used for twenty two injections. The catheter passed the performance test and the electrical integrity test as per specification and the impedance was also within specification. The blood detection board passed the functionality test as per specification. The dissection / pressure testing did not show any leak. In conclusion, the reported issue (system notice # 50006) has not been confirmed through testing but through data analysis. Catheter 2af281 / 96396-02 passed the returned product inspection as per specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.